Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus service operation repair center (sorc), omsc surmised there was the possibility this phenomenon was attributed to the ccd unit or camera cable failure of the subject device due to the unexpected stress applying. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was turned to be white at the unspecified timing. At the incoming inspection for the repair, olympus service operation repair center (sorc) checked the subject device but could not duplicate the reported phenomenon. There was no report of patient injury associated with this event.